Manufacturer narrative:
Field service engineer made a visit to this facility on 08/31/2004. Fse notes on service dispatch form that he checked proper fill/expel sequence, verified software functions and did numerous test injections. The unit was determined to be free of defects and is safe for pt use.

Event description:
A (B)(6) female pt underwent a CT chest/abdomen/pelvis. There was good contrast enhancement seen on the images. When the radiologist was reading the films, a small amount of air was seen in the subclavian, innominate and heart. The amount of air was estimated at 5cc. The pt experienced no symptoms, either during or after the procedure. Her primary care physician contacted her later in the day and she was still symptom free. The hospitals internal biomed checked the injector - lf CT 9000. Addendum 08/09/2004: pt history: gastric mass; further follow-up of the pt 3 days post procedure found her to remain symptom-free.